Manufacturer narrative:
(B)(4). A device was not returned to baxter for evaluation and therefore an evaluation could not be completed. If a device is returned, an evaluation will be completed and a supplemental report will be submitted.

Event description:
It was reported that (B)(6) was experiencing a great amount of upstream occlusion alarms on their spectrum infusion pump. It was also reported that there was no pt injury.